Manufacturer narrative:
(B)(4).

Event description:
Received information that the keyboard on a 840 ventilator had failed. The device was not being used on a patient when the event occurred. Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the keyboard. The device passed all tests.